Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2020 wherein the leads were explanted and replaced. Issue resolved.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number:1627487-2020-22625. It was reported that the patient was experiencing uncomfortable stimulation. Imaging revealed that the right l4 lead had migrated. As a result, surgical intervention may be undertaken in the future. It is unknown which lead migrated; therefore, both leads will be reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.